Manufacturer narrative:
Device evaluation update: g4, g7, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause was determined due to user fault, not following unit instructions. The unit worked properly after the repair.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, a vyaire technical support reviewed the log files and noticed that the inspirational valve configuration in the software does not match the ventilators actual insp valve. Technical support sent, troubleshooting steps to the customer and asked for the screenshot after the procedures were done. After the troubleshooting, the customer confirmed that the ventilator is working fine after changing the inspirational valve type from ot to nt in configuration. The log files will be sent to technical support for further evaluation. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 ventilator has a leaky inspiration valve. The customer confirmed that there was no patient involvement associated with the reported event.